Manufacturer narrative:
The insulin pump was received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Analysis was unable to perform the displacement test and occlusion test due to blank display. The pump was received with cracked retainer, severly cracked and broken case at battery tube side, minor scratched display window and scratched case.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose reading was 169 mg/dl. The customer reported crack near the battery compartment. The insulin pump will be returned for analysis.